Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer also stated that the insulin flow blocked alarm during fill tubing. Troubleshooting was performed for insulin flow blocked alarm. Customer states the insulin did not exit. The customer reported that the no delivery alarm was not resolved by changing reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated four open and used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test : reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).